Event description:
Alleged when weight is placed on the foot end of the bed, the head end will raise.

Manufacturer narrative:
The facility found the follower in the trend mechanism was bent. The facility repaired the follower to repair the bed.